Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress and degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the endoeye flex deflectable videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, a peeled adhesive around the objective lens and a scratch on c-cover was observed. The service repair technician indicated that the most likely cause of the peel around objective lens adhesive and scratch on c-cover was due to degradation and stress. There was no patient involvement.